Event description:
It was reported that prior to using bd vacutainer® flashback blood collection needle, one (1) device had abnormal wear at the end of the rubber sleeve covering the non-patient cannula. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: material #: 301746 lot/batch #: 3299923 bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for damaged sleeve was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged sleeve. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10